Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient did not report any signs or symptoms. When the patient went for a pump refill, the managing physician noticed that upon pump interrogation, a pump motor stall was displayed and there had not been a recovery. The environmental, external or patient factors that may have led or contributed to the issue was the patient had an MRI in march 2021 and that correlated with pump logs. The diagnostics and troubleshooting performed was the pump logs read. The actions and interventions taken to resolve the issue was it appears motor stall recovery message appeared on (B)(6)-2021 at 3:59 am. Pump was read by managing physician on (B)(6) 2021 at 2:38 pm. The patient¿s pump was put into minimum rate on (B)(6) 2021 because physician believed that pump had been stalled since (B)(6)-2021. When it was revealed that pump was in telemetry mode, after discussion with tech support and reservoir volume correlated with medication withdrawn at refill, pump was placed into simple continuous mode on (B)(6) -2021. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering lioresal 2000mcg/ml at 120mcg/day

Event description:
Additional information was received from a company representative (rep) indicated the cause of the alarm the patient¿s caregiver heard was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the hcp was doing a normal refill yesterday and found a motor stall. It showed that the pump stalled in march and had not recovered until they read it yesterday. Telemetry mode was reviewed. The reporter didn't know if the patient had an MRI back on (B)(6) 2021. She believed the expected and actual volumes were close and it was reviewed that that would help confirm telemetry mode because if the pump was truly stalled the volumes would be off significantly. The hcp put the pump into minimum rate mode thinking that it was still stalled. The reporter was going to check and see if the patient had an MRI in march and see if the pump had not been read until yesterday. Additional information was received later the same day and it was reported that the patient¿s care person said they thought they've heard the alarm, but not since this morning, however it wasn't alarming since the stall back in march. The hcp believed the patient had an MRI around the time of the stall because she broke her hip; had treatment for that; and had ongoing care and treatment where an MRI might have been done. It was reviewed that after reading the pump if it was in telemetry mode, you might hear the alarm until it recovers, however, the hcp was unable to pinpoint exactly when they thought they heard the alarm. It was noted that the recovery log was significantly later than expected after reading the pump; however, the pump was programmed to minimum rate mode which may have slowed down the recovery somewhat. The hcp stated that she had not heard the alarm since the patient had been there, but said she had been in and out of the room but would stay with the patient for at least 10 minutes to see if she could hear it.